Manufacturer narrative:
Continued h.6 health effect-impact code: f2203 imaging required. Additional, changed, and/or corrected data.

Event description:
Patient reported rupture, ultrasound confirmed and "breast was hot" on right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, "was stiff, with redness and painful", on right side. Device remains implanted.